Manufacturer narrative:
Result of investigation: as none of the electrodes have been returned, a final determination of the root cause is not possible. Reviewing similar cases of this article code, the most probable root cause may be a mechanical overload during application which broke the active electrode. The above investigations did not reveal a root cause related to the labelling, the device, or its history. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that two loops broke during the procedure. Three loops were used in total, and the third one didn't break. There was a prolongation of the procedure of less than 15 minutes. No negative impact in state of health reported. Cross reference MDR: 9610617-2025-01241.